Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer tested 46 mg/dl (12:50) and 38 mg/dl (12:57) on the aviva system. Caller treated the customer with bread and jelly and customer tested 310 mg/dl (13:02) and 142 mg/dl (13:04). No adverse event reported. Requested return of suspect device and replacement was sent.